Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The following other devices were listed in this report: tri ts baseplate size 3, cat # 5521-b-300, lot zgln; no 3. Triathlon ts plus tibial insert x3 poly 13mm , cat # 5537-g-313, 7rtmpd, lot 7rtmpd; triathlon asymmetric x3 patella, cat# 5551-g-320, cat # 5551-g-320, lot n3e02r. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Event description:
It was reported that, "the implants were removed due to infection and a temporary cement spacer was implanted."